Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: device code a0501 captures the reportable event of basket detached.

Event description:
It was reported that a zero tip basket device was used during a ureterolithotomy procedure. Reportedly, after the stone was taken out from the patient's body, the four claws of the basket fell off outside the patient. The procedure was completed with another of the same device with no patient complications.

Event description:
It was reported that a zero tip basket device was used during a ureterolithotomy procedure. Reportedly, after the stone was taken out from the patient's body, the four claws of the basket fell off outside the patient. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block e1: initial reporter facility name:(B)(6). Block h2: additional information: block e1 (initial reporter address and initial reporter zip code). Block h6: device code a0501 captures the reportable event of basket detached.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: device code a0501 captures the reportable event of basket detached. Block h11: investigation results the returned zero tip basket was analyzed, and it was noted that the handle returned in good condition. Media analysis was performed and shows that the zero tip in its tray, and it was noticed that the sheath was bent at the distal section. Microscopic examination was performed under magnification, and it was noticed that the sheath returned stretched, torn and kinked at the distal section. Additionally, the sheath was buckled at the middle section. Functional examination was performed with the handle being actuated but it was not possible to see the basket. However, a resistance was felt when actuating the handle indicating the basket might have gotten inside the sheath. Destructive test shows before disassembling the device that there was evidence of a torque mark. The handle cannula was assembled to the pinch vise and handle cannula was removed with the pull wire. The pull wire and the basket were assembled to the notch cannula. It was also noted that there was evidence of the 8 crimp marks. The basket was in good condition, and no other visual defects were noted. With all the available information, boston scientific concludes that the reported event of basket detachment was not confirmed. Based on the analysis results, it was not possible to identify any evidence of the alleged issue on the device since once the device was disassembled, it was possible to observe the basket properly assembled in the notch cannula. However, the observed findings of the sheath being stretched, torn and kinked at the distal section, these could be related to handling and manipulation of the device during procedure. It is probable that an excess of force applied to the device such as operational factors during their use could cause the damages observed on the sheath which consequently could have caused that the basket got inside the sheath that might have thought the doctor the basket got detached. Furthermore, during manufacturing process a final inspection ensures the functionality and integrity of the device and would have captured the encountered failures. Based on the information available and analysis results, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a zero tip basket device was used during a ureterolithotomy procedure. Reportedly, after the stone was taken out from the patient's body, the four claws of the basket fell off outside the patient. The procedure was completed with another of the same device with no patient complications.